Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that a physician is questioning eight architect i2000 stat troponin-I assay (lot 13037un06) results on one pt complaining of chest pain. Eight different samples were taken over a three day period ranging in value from 0.61 to 0.80 ng/ml (the customer uses a result of less than 0.03 ng/ml to indicate no detectable cardiac injury). A CT arteriogram of the chest was performed due to the elevated stat troponin-I results and was found to be normal. A chest x-ray and stress test were also normal. Controls have been within specs. The pt was diagnosed with non-q-wave mi. There is no further impact to pt management reported.